Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for re-operation: deflation.

Event description:
Patient reported having been diagnosed with "stomach cancer." Healthcare professional (hcp) confirmed not device related "stomach cancer". Another hcp reported left side deflation. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: fluids, red particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.